Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case an aortic perforation occurred. The patient had tortuous iliacs and tortuosity of the thoracic aorta. The 14f esheath was prepped in the standard fashion. It was advanced over a lunderquist wire without issue and the dilator was removed. A 23mm commander system and 23mm ultra were prepped in the standard fashion. The system was advanced through the sheath with a normal amount of push force. As the system began to exit the sheath the physician slowly advanced the system. There was a curve noted at the level of the thoracic aorta. They continued to advance the system and did not note any resistance. As we continued to advance to find a spot to load the valve onto the balloon the aorta perforated and the system bowed out into the left pleural cavity. The patient's blood pressure dropped. CPR was initiated and rapid transfusion of blood products was given. The physician wanted to get a balloon up to occlude the aorta while a stent graft was retrieved. He wanted to use the wire that was past the perforation so the team would know they were in the true lumen still. Upon attempting to remove the delivery system in a rapid fashion the valve was stripped off the balloon at the iliac. The esheath and delivery system were removed and an 18f sheath was advanced. An occlusion balloon was advanced up through the sheath and through the valve and was expanded just distal to the aortic arch. A thoracic endograft was then placed through the contralateral leg. The valve was still over a wire in the thoracic aorta and the team elected to deploy the endograft crushing valve against the aortic wall. The extravasation was controlled at this point. CPR had been ongoing for about 30 minutes. They continued rapid transfusion and CPR. They held compressions and unfortunately the patient did not have a return of spontaneous circulation. The code was called at that time and the patient expired.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The delivery system was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided of the patient's anatomy and showed the patient's access vessels and abdominal aorta were tortuous. The IFU, device preparation training manual, and device procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slightly pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. During thv retrieval through the sheath, thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip and the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. Based on the review of the IFU/training manuals, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Additionally, since no edwards defects were identified, no corrective/preventative actions are required. The withdrawal difficulty with valve dislodgement from balloon was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''upon attempting to remove the delivery system in a rapid fashion the valve was stripped off the balloon at the iliac.'' Per the information provided, ''the patient had tortuous iliacs and tortuosity of the thoracic aorta''. Access vessel tortuosity can cause non-coaxial retrieval of the delivery system, increasing the likelihood of the valve getting caught on the sheath tip. It is likely that during the attempt to pull the delivery system/crimped valve through the sheath, the delivery system was excessively manipulated, causing the valve to dislodge from the balloon. As such, available information suggests that patient (tortuosity) and procedural factors (excessive manipulation) may have contributed to the withdrawal difficulty, dislodgement, and resulting injuries.